Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/2, left side outer row partially fired 1/2 and the two left inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged at left distal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve, the first firing of the second device using a black cartridge and gore® seamguard the staples on the specimen side were deployed and formed as intended. The staples on the patient side for the first third of the firing were deployed and formed, but the remaining staples that were deployed were malformed and some were goal post shaped. There was a hole in the stomach were there was malformed staples. The area were the staples were malformed and goal post shaped was over-sewn and a new device was opened to complete the procedure. A leak test was done and was negative. The surgery time was extended by thirty minutes. The patient did have to stay overnight, but it is unknown if the hospitalization time was extended. The patient is female and has a bmi in the range of 60-62.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: was the hospitalization extended based on the event? Rep reported patient was not admitted to main hospital. Are there photos available? No photos are available.